Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device monitor turned itself on and off while connected to patient. On (B)(6) 2018 at 14:20 hrs the patient involved was being treated for cardiac arrest by emergency medical services (ems) providers. During the incident the patient responded to resuscitation with return of spontaneous circulation (rosc) and the providers moved the patient into the ambulance. Immediately during or after loading the patient into the ambulance, the device experienced a failure of the monitor. The monitor turned itself off and then back on while connected to the patient. The ems paramedic noted the monitor was indicating a malfunction with a blinking red ¿x¿ for a brief period. This then resolved itself back to a normal display mode. The patient care and transport continued without interruption using the same device. Additional event details and patient characteristic information were requested but not provided by the customer.